Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220v (pump max). During the procedure, the pump max suddenly stopped working. Upon restarting the pump max, the physician noticed that it was not producing any vacuum. After multiple failed attempts to restart the pump max, the procedure was completed by manual aspiration using a syringe. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the vacuum gauge does not return to zero when the penumbra aspiration pump (pump max) is turned off. The pump max was plugged in and power on and vacuum was observed. The pump max was power cycled on/off multiple times allowing the vacuum pressure to be released in between cycles. The pump max was ran for 30 minutes and functioned as intended. Conclusion: evaluation of the returned device revealed that the pump max was functional. The pump max was plugged in and powered on and vacuum was present. The pump max was power cycled multiple times allowing the vacuum pressure to be released in between cycles, and it functioned as intended. The pump max was also ran for 30 minutes and functioned as intended. Further evaluation revealed that the vacuum gauge on the pump max does not return to zero when the pump is turned off. The root cause of the pump max vacuum gauge being out of specification could not be determined. All pump maxs are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Investigation results from penumbra's supplier quality department: when powered on, the vacuum gauge displayed a low vacuum of -9 inhg. At maximum vacuum, the gauge needle went past the -30 inhg mark. When off, the vacuum gauge needle rested at -1.5 inhg. The gauge offset was confirmed using an external pressure gauge. Pressure difference between the pump gauge and external gauge ranged from 1.5 inhg to 3 inhg. Investigation results from the supplier: results: the pump was cycled by starting and stopping the pump for approximately five cycles. During the cycling sequence, it was noted that the vacuum gauge pointer was not returning to 0 inhg when the pump was powered off. The vacuum gauge accuracy test was performed to determine the accuracy of the vacuum gauge. When compared to a known calibrated vacuum gauge, the vacuum gauge was reading -1.3 inhg above the acceptance criteria, which is unacceptable. The reported complaint was duplicated and confirmed. Conclusions: based on the above investigation, it can be concluded that the vacuum gauge pointer failing to return to 0 inhg when powered off can be attributed to a faulty vacuum gauge. The work order was reviewed and no anomalies were noted during the manufacturing build.